Event description:
Pt was on the surgical table, moved herself and leaned back against the foot brace attached to the unit. The foot side of the table gave away since metal support bracket had snapped off right at the table. The pt was supported by the attending nurse. (B)(4)

Manufacturer narrative:
Analysis of the info captured by the MFR indicates that user error is the root cause. The user appears to have been operating the table in a manner inconsistent with the instructions outlined in the table's user manual (B)(4). MFR observed that the base cover of the table has been repaired in the past. The support arms seem to have pre-existing damage probably caused by collision due to improper handling. For this break to have occurred, the table legs would need to be set against the base over and then an operator would have to activate the table's trendelenburg or height function. With nowhere for the leg to move, the hydraulics would continue to apply pressure until the support breaks. The MFR has been able to duplicate this kind of event with internal testing. Maquet service repaired the table. The customer will be advised to re-train its staff with respect to proper usage. Additionally, the MFR recommends to install an optional double check valve with pressure relief to limit the hydraulic forces. This valve is not required if the table is operated as directed. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.